Manufacturer narrative:
Evaluation completed. One small plastic specimen cup was returned in a plastic bag. The device was not received. The specimen cup contains two small white/translucent colored particles. The particles are hard to the touch. Both particles are approximately 80 u. The particles were sent to the lab for evaluation. The eds analysis indicated that the white colored particle consists primarily of carbon. Lesser concentrations of silicon, calcium, oxygen, aluminum, chlorine and sodium were also detected. This is consistent with organic material, mineral deposits and saline residue. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported a piece of plastic came out of the sleeve during the procedure. The doctor was unsure if it is coming from the sleeve. He used a utrata forceps to remove the foreign matter from the eye. No issue to the patient.